Manufacturer narrative:
(B)(6). (B)(4). Investigation results: one lighttrail reusable, 270um laser fiber was returned in one piece with tip detached. The piece measured approximately 309.1 cm from the top of the connector to the distal tip. The distal tip had no exposed glass remaining. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Functional analysis revealed that when the fiber was connected to the auriga laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The console stated "applicator has been used one time". The aiming beam exiting the distal tip is bright, clear, and slightly distorted due to the condition of the tip. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 9, 2019 that a lighttrail reusable 270um laser fiber was used in a procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a auriga xl laser console. According to the complainant, during the procedure, there was no energy coming out from the laser fiber after a few moments of usage. The procedure was completed with a different device. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.